Event description:
It was reported that the rivets in the top cap of the siderail were not crimped during production. There was an 8 year old patient who was laying on the stretcher and managed to pop the rivets off the stretcher, which caused the spindles to fall. No injury reported.